Event description:
Adverse event(s): "no pt harm / injury" (no consequences or impact to pt). Product problem(s): "probe not cutting" (failure to cut); "would not aspirate" (aspiration issue). The customer reported, the vitrectomy probe would not cut nor aspirate. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).